Event description:
A complaint was received from a customer reporting that their meter was not working properly since pt was getting erratic readings. It was determined that the customer has been using excel off brand reagent. A recent example was 269 mg/dl immediately followed by a result of 144 mg/dl. The differences between these readings if acted upon could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent.